Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the target lesion was the proximal rca with no tortuosity, no calcification and 75% stenosis. The vision stent delivery system (sds) was advanced to the lesion and dilated when the balloon slipped. It was confirmed with angiography that the stent was not in the lesion. The dislodged stent was found inside the protective sheath, over/on the mandrel. The stent did not appear to have any damage to it. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering was unable to determine a definitive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was returned without blood visible. There was contrast visible in the inflation lumen and balloon. The stent implant was dislodged from the balloon and returned inside the orange protective sheath. There was no damage noted to the stent implant. The balloon was loosely folded. There were crimp marks visible on the balloon between the markers. There was no damage noted to the sds. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. Pin gauges were used to measure the inner diameter of the orange protective sheath. These met manufacturing criteria. Product performance engineering reviewed the incident information and results of the returned device analysis. The returned stent implant in the protective sheath with contrast in the inflation lumen and balloon loosely folded is consistent with the reported stent dislodgement and the device having being inflated. However, absence of blood is not consistent with insertion of the sds in the patient but the device may have been cleaned thereafter. It should be noted that it is recommended in the instructions for use (IFU), the "prior to using this device, carefully remove the system from the package and inspect for bends, kinks, and other damage. After removing mandrel, remove the protective sheath carefully with holding its distal end. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted". Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacture. Analysis of the returned device indicates presence of crimp marks between the markers of the loosely folded balloon, suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. The loosely folded balloon could be the result of the physician attempting to deploy the stent before realizing the stent had dislodged as reported. It is possible that negative pressure may have been applied to the sds before removal of the sheath thereby causing/contributing to the stent dislodgement during the removal of the protective sheath. The returned stent implant outside diameters and protective sheath inner diameter met manufacturing criteria and no damage was noted the stent implant, which indicate that there was no quality issue. A review of the lot history record did not reveal any non-conforming material reports. A conclusive root cause could not be determined, and there is no indication of a quality issue; therefore, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.